Manufacturer narrative:
Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 600 mg/dl with moderate ketones; cause was unknown. However, customer suspects that the infusion set or insulin getting warm in outdoor heat during physical activity could have attributed to the high bg event. Elevated bg was addressed via a manual injection and supply change. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.